Event description:
Patient had blistering after hair removal treatment. (It was a loaner lightsheer device). Patient reported blistering to left side of face and forehead. Patient was given a steroid injection and hydrocortisone cream for blistering.

Manufacturer narrative:
A follow-up medwatch report will be filed with device evaluation results and root cause analysis.